Manufacturer narrative:
It was initially reported that the ventilator failure occurred during the self-test of the device. However, during the investigation and analysis of the log data, it was determined that the ventilator failure occurred during use on patient. Therefore, the case was subsequently assessed as reportable. The log file analysis did not reveal any indications for a device malfunction. Root cause for the reported symptom was an overpressure at the patient end of the circuit leading to a pressure peak. Most likely, the overpressure situation was caused by the surgical therapy, but also a patient coughing against the ventilator could explain the pressure peak. To prevent from damages, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent. Dräger finally concludes that the device responded as specified upon the detected situation with an autonomous shutdown while changing mode to man/spont (safety mode) accompanied by an audible and visible "ventilator fail" alarm. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported that during the self-test of the device a ventilator failure occurred. No injury reported.